Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump touch screen had " black bar across top blocking visibility". There was no reported adverse impact to the customers blood glucose level. Customer continued to use current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.